Event description:
It was reported via repair work order that the ground path on the auxiliary power cord was compromised due to a missing ground pin. It was also reported that the bed had intermitted power due to the power cord power prong being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.